Event description:
It was reported that the cast cutter was found in a drawer at the user facility with the cord stripped and bare wires exposed. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
Device not yet returned for investigation.

Event description:
It was reported that the cast cutter was found in a drawer at the user facility with the cord stripped and bare wires exposed. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The reported event, cord cut, was confirmed. During the inspection the reported comment was observed. The technician found that wires were pulled out, but there were no bare wires exposed. The damaged adaptor cord was diagnosed as the primary failure. The damaged adaptor cord assembly may have been a result of accidental mechanical damage, wear and tear over the life of the device, or incorrect non-stryker parts and repairs.